Event description:
During use in surgery the surgeon went to screw the anchor in and it popped off of the inserter. Smith & nephew sales rep. Confirmed that the surgeon was trying to screw in the anchor instead of tapping it into place. All pieces of the device were removed without delay to the case. The repair was completed with an additional bioraptor. No delay reported and no patient injury or complications resulted.